Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, the pump powered up to a fully functional display. The alleged ¿blank screen¿ issue was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.